Event description:
Additional information provided by customer. The operator of the device at the time of the incident was an endoscopy technician. The intended procedure was a colonoscopy, which was completed successfully with a similar device. The device was inspected prior to use, and no issues were found. The procedure had not started when the issue was found; however, the patient was under sedation for an additional 15 minutes due to the user's need to bring in another unit to start the procedure.

Manufacturer narrative:
Correction to g2, "health professional" was inadvertently not selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of the black screen could not be determined as it was not reproduced during the device evaluation. The prolongation of 15 minutes occurred due to solving the issue with the screen. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for a diagnostic procedure, the evis exera iii video system center did not display an image. The screen was black. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: a worn-out video connector latch was causing poor connection with pigtails, and the software version 3.01 recommended updating to version 4.10. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.